Event description:
(B)(4). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to myocardial infarction. One day from the onset of symptom, coronary angiography and the index procedure were performed. Target lesion#1 was located in the proximal left anterior descending (lad) with 90% isr of a bare metal stent (bms) and was 15 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to mi. The location of mi was noted to be anterior (septal). Coronary angiography was performed and revealed isr of the previously deployed 2.75 mm x 16 mm promus element¿ plus stent in proximal portion. The isr was treated using coronary artery bypass graft (CABG). Four days post procedure, the event was considered resolved. Two days later, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented due to left sided chest pain and shortness of breath. ECG showed sinus rhythm, low voltage and old anterolateral mi. Troponin levels were noted to be elevated. A 2-vessel coronary artery bypass graft was performed including left internal mammary artery (lima) to left anterior descending (lad) and from saphenous vein graft (svg) to first obtuse marginal. Five days post procedure, the event was considered resolved. Ten days later, the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).